Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had trouble filling the cartridge with insulin due to receiving the wrong size needle. The customers blood glucose level was impacted above 300 mg/dl. The customer stated that a large amount of resistance was felt and multiple needles and cartridges were used until customer was able to successfully fill a cartridge. It was indicated that the customers blood glucose level were stable at the time of the call with tandem technical support.